Manufacturer narrative:
One device was returned for analysis. Visual inspection showed a bubbled dso seal and scratched lcd lens. There was no evidence to review in the device's event history log. A functional test was performed and the reported issue was duplicated. The cause of the reported issue was due to the dso sensor. As a result, the dso sensor was replaced. A service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had a downstream occlusion error. The event occurred during testing. There was no physical damage reported. There was no patient involvement, and no harm/adverse event was reported.